Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient experienced hyperglycemia with blood glucose reaching 600 mg/dl and sought treatment in the emergency department, where saline IV therapy was administered before being discharged the same day. Upon removal, the cannula was found bent to the side. After replacing the cassette, infusion set, and site, the patient later experienced a line blocked alarm and again noted elevated glucose levels of approximately 400 mg/dl. Upon removal of the infusion set, the cannula was again found to be bent. The patient changed the site and administered multiple daily injection (mdi) insulin, after which glucose levels improved. There was patient involvement, and the reported event resulted in interruption or reduction of insulin delivery, leading to significant hyperglycemia that required medical intervention.